Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the catheter was inserted on (B)(6) 2015, no problems during insertion. Flow rate of 250-270. On (B)(6) sutures were removed. There was a 4 mm migration of catheter. The cuff was still tunnelling. On (B)(6) it was observed that the catheter had migrated outwards - measuring 2.1 cm migration, cuff was still in tunnel. (B)(6), there was a 4 cm migration of the catheter. The cuff still in the channel; however, there was a low flow rate. The decision was made to remove the catheter on (B)(6) and replaced it with a new one on (B)(6). The catheter was treated with alcohol prior to use per standard procedure.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. According to the complaint details, the sample was returned to the plant for evaluation; however, it was inadvertently lost during shipment or at this plant. The device was in use for approximately 2 months. Since the sample was not returned, there is no enough evidence to determine what could cause this event. With the available information, the most probable root cause could be attributed to the placement method by the customer. Catheter migration is more likely caused by excessive force or jerking motion. As per the instructions for use, it is necessary to visually inspect the device before using it. Do not use the catheter if it appears damaged or defective. Catheter tubing can tear when subjected to excessive force or rough edges. Do not use a sharp, jerking motion or undue force; this may tear the catheter. Free the cuff and surfaces from the tissue prior to removal. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.